Event description:
It is reported that the threads on the cup were stripped when implanting. A new cup was opened and used.

Manufacturer narrative:
This report will be amended when our investigation is complete.